Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system with the implant in the sheath, and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, the tip was buckled, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated. Product analysis confirmed the reported tip damage, as the tip was damaged.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but release criteria could not be met, and the decision was made to fully recapture the closure device. The physician noted that it was difficult to fully recapture the closure device which resulted in damage to the was and wds. The closure device was successfully fully recaptured, and the physician then removed both the was and wds from the patient. The procedure was continued with a new was and new wds. The new was and wds were used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but release criteria could not be met, and the decision was made to fully recapture the closure device. The physician noted that it was difficult to fully recapture the closure device which resulted in damage to the was and wds. The closure device was successfully fully recaptured, and the physician then removed both the was and wds from the patient. The procedure was continued with a new was and new wds. The new was and wds were used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred.